Event description:
It was reported that missing hydrophilic coating occurred. A target lesion was located at uterine vein. A 180 x 25 cm/16.06 fathom-16 guide wire was selected for use. During procedure, it was noted that the device came out from the box and has missing some hydrophilic coating. The procedure was completed with another of the same device. No patient complications reported. Patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fathom guidewire. The guidewire shaft was inspected for damage. The device showed that the coating was hydrated and then wiped with a gauge or a wipe that left a residue of fibers on the device. The fibers traveled from the tip, proximally to 61cm. There is no evidence of a coating issue relating to no coating on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that missing hydrophilic coating occurred. A target lesion was located at uterine vein. A 180x25 cm/16.06 fathom-16 guidewire was selected for use. During procedure, it was noted that the device came out from the box and has missing some hydrophilic coating. The procedure was completed with another of the same device. No patient complications reported. Patient was fine post procedure.